Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The user facility reported that the device overheated and burned the patient's mouth. Although requested, no information was available regarding surgical delay or medical intervention.

Event description:
The user facility reported that the device overheated and burned the patient's mouth. Although requested, no information was available regarding surgical delay or medical intervention.